Event description:
It was reported that during a coronary stenting treatment procedure, a balloon rupture occurred. The target lesion was 90% stenosed and located in a severely calcified distal right coronary artery. The 2.0x30mm maverick2 balloon was initially inflated to 12 atm's. The physician reinflated the balloon to 12 atm's when it ruptured. The procedure was completed with another MFR's catheter and stent. No patient complications occurred. Patient status is satisfactory.